Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to duplicate the reported issue.  Physio did however verify that the issue occurred during the patient event through an evaluation of the electronic patient record.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device no longer recognized the connection to the patient through the defibrillation therapy cable assembly. The customer did indicate that prior to the reported issue, the device was able to deliver one successful defibrillation shock to the patient. Once the leads off issue occurred, the customer power cycled the device and normal operation was observed. The customer continued patient care and the patient did survive. The customer did not report any adverse effects to the patient during this reported event.